Event description:
Information was received from a patient representative regarding an external device. Patient was recently implanted with a rechargeable ins. The reason for call was patient woke up in pain this morning and the communicator was not connecting. Pt was implanted for back pain. Pt went to the doctor yesterday and everything worked. Healthcare provider (hcp) took staples out yesterday. On the call instructed patient representative to reset the communicator and restart the handset. Patient was not home at the time of the call to try connecting again. Instructed caller to try connecting when patient is available and call back if not resolved. Pt reported that the communicator was not connecting to mystim app and they kept getting a message "can't find or can't connect". Pt mentioned that they were just implanted a couple weeks ago and they still have staples on. Pt also wanted to know how the device works as they were in pain this morning and they thought the stimulation was set at the lowest level, but they couldn't adjust the stimulation as they couldn't get to the therapy screen. Agent asked, pt confirmed that they were charging the implant when they tried to connect to mystim app. Agent reviewed general use of the communicator and the recharger. Agent had pt close all apps and reset the communicator. Agent reviewed pt could only use one application at a time. Pt confirmed seeing solid green light when they turned the communicator back on. Agent had pt connect to mystim app and pt confirmed that they were successfully connected to the therapy screen. Pt mentioned they were on group a base 0.2ma and they increased to 0.3ma. The troubleshooting steps done during the call resolved the issue. Additional information was received from the patient (pt) stating the cause of the pain is that the device was not working and the communicator not connecting was because the recharger was not active. Patient reports that they have to check their devices every couple of days. The recharger does not stay charged hardly two weeks. Now, the patient is reporting that they have to recharge more often, and there is still pain at the implant site. This issue is not resolved. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states her device is not working, by the end of the call the pt had made allegations against each part of the system besides the handset. First issue: patient states yesterday (event date charge duration) they sat charging for 4 hours and ins only charged to 90%--the pt seemed unclear if this was the ins or the charger since they said after charging the ins they saw a message that wr was low battery. Agent reviewed that the implant charge level is different from the charger charge level. Second issue: the pt states that her charging of the ins issue started two weeks ago (event date charge frequency) and noted that she used to be able to charge once every two weeks but now she can barely go a week. Third issue: patient then states they has had severe pain and the stimulator has not been effective for her pain since about the last 3 weeks ago (event date therapy issue). The pt states nothing specifically prompted the return of pain three weeks ago. The patient states they saw her healthcare provider this morning and they took x rays to make sure the leads were still in place and sent an email to manufacturer but did not evaluate the charging diary or the actual programming. Fourth issue: the pt states that her communicator was at 100% yesterday but this morning (event date communicator charge) it dropped to 75%. No issues were resolved through troubleshooting. Based on the fact the pt is alleging issues with the entire system, agent reviewed it best to meet with someone in office. Pt requested a house call, agent reviewed reps cannot do so. The pt expressed extreme frustration and was crying; said she felt like the system was a scam. The pt's doctor today said that if the pt wanted, the doctor could save a room for the pt to meet with a rep and the doctor told pt that they emailed manufacturer but it is not clear what the email contained. Agent advised pt that agent would email reps in the patient's area. Agent emailed via outlook. Additional information was received from the patient. They reported that the device was defected, not working and they felt into a scam. Patient stated that the recharger was not staying charged nor was the handheld on communicator. The device was never set to accommodate their pain; patient was forgotten about until they couldn¿t take the pain anymore. The manufacturer representative (rep) adjusted the device to some degree. Patient contacted rep for another adjustment. The issue had not been resolved; the pain was still severe. Patient didn't know if the device did what is supposed to do, at least for them. Patient was very disappointed that they were implanted and were forgotten, that the device had not helped them at all.

Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# unknown, product type: recharger. Product ID: tm91scs2, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.